Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that inside of the syringe had foreign material embedded.

Manufacturer narrative:
Received 1 unused bulk clean syringe. The reported event was confirmed as cause unknown. During the visual inspection it was noted that the sample had a loose foreign material that exceeded the current specification rev 8. (Loose or embedded foreign matter greater than 0.6mm2 or 1/16¿ in length is not permitted. (3 particles maximum per side or surface). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "irrigation syringe bulb type non sterile instructions for use baw7633698 rev.0: irrigation syringe after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Do not resterilize this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that inside of the syringe had foreign material embedded.